Event description:
It was reported there was no stimulation sensation. The patient had increased baseline pain, tingling, and numbness. It was difficult for the patient to walk due to the pain, numbness, and tingling in the legs. The patient¿s right leg was more painful than the left leg, and the pain was getting worse. The symptoms had occurred since implant. It was noted the patient normally recharged the device every 2 weeks, but the patient waited 2.5 weeks for the most recent recharge session and wondered if this was related to the problem. The patient was able to fully recharge the device though, and it was confirmed the device was on. The patient could not feel any stimulation though. It was noted the patient could get stimulation in her upper back, but to do so required increasing the amplitude to the point where the pain would shoot down her legs. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6). Product typ lead, product ID 37752, serial# (B)(4). Product typ recharger, product ID 3774, serial# (B)(4). Product typ programmer, patient, product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6). Product typ extension, product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6). Product typ extension.